Manufacturer narrative:
An olympus field service engineer (fse) visited the site to inspect the device. The fse found play in angulation, wrinkles in the bending section and connecting tube, and suspected play in the elevator. The customer reported the device was reprocessed prior to being picked up for repair. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and no issues were found with the forceps elevator. Evaluation did find the water removal ability did not meet the standard value due to deformation of the nozzle, the nozzle was shaved, the bending section cover adhesive was detached, the bending section cover was worn, the connecting tube was wrinkled, the bending angle in the down and right direction and the play of the up/down and right/left knobs did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the elevator movement of the evis exera duodenovideoscope was not proper. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the forceps elevator had a yellowish/brown foreign matter and the bending section cover and up/down and right/left knobs were dirty. The foreign material was unknown. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and dirt was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU: tjf type 160v operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization shows how to prevent the events." Olympus will continue to monitor field performance for this device.